Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted by analysis. Analysis unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to unresponsive buttons. The insulin pump's motor was tested outside the device and passed. The insulin pump was received with a scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.